Manufacturer narrative:
No RMA has been initiated for this issue. Model irc1705 serial number/date code (B)(4) is approximately 8 months old. The user manual part number 1148073 rev b (dec-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
End user alleges that the nebulizer is not dispensing medicine properly and that the machine appears to be hot. End user said it's not hot enough not to touch it was too hot when it was running. No injury is alleged.